Manufacturer narrative:
Initial

Event description:
It was reported that a user attempted to start a freestyle libre 3 plus sensor and did not see continuous glucose readings, with the agent observing a sensor warmup countdown after a rescan and educating about the warmup period. No adverse clinical symptoms reported. Outcomes included no impact beyond a transient absence of cgm data prior to completion of warmup. User support included remote troubleshooting, device education, and verification that the sensor entered warmup and pairing was subsequently successful. Investigation of this case revealed that the event was consistent with expected sensor warmup behavior after initial application or rescan, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user understanding and use of device during normal warmup, not a device failure.